Event description:
This rv lead was implanted on (B)(6) 2006. In a product experience report received on (B)(6) 2018. This lead was part of system extraction on (B)(6) 2018, due to infection with sepsis. The patient developed infection on his shocking lead. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).